Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to the cuff not opening. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Update to h6: component code, evaluation result code, evaluation conclusion code. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually, microscopically examined and leak tested. The cuff passed all tests performed. The balloon passed the visual and leak test; however, it was noted that the balloon did not pass functional test with output pressure readout above specifications. The pump passed the visual, leakage and functional test.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to the cuff not opening. The device was removed and replaced. There were no patient complications.